Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that the gas flow can lead to a lowering of the patient¿s body temperature during insufflation. Hypothermia during insufflation can cause heart and cardiovascular problems. To reduce this risk, minimize high gas flows due to large leaks, the use of cold irrigation and infusion solutions. Always monitor the patient¿s body temperature during the entire surgical procedure. The insufflation gas flow usually drops significantly after the target pressure has been reached and it is then only required to maintain the abdominal pressure. However, leaks within the abdomen or the instrument can lead to a constant gas flow of above 1 l/min. When operating on children younger than 12, a gas flow of more than 1 l/min poses an increased risk of hypothermia for the patient. Corresponding measures to prevent hypothermia include the use of blankets or pre-warmed gas. The patient¿s body temperature has to be monitored at all times during surgery. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 110v device was being used on (B)(6) 2024 ¿in robot-assisted total hysterectomy, but it was reported that postoperative hypothermia was observed. When the patient returned to the ward, the patient experienced shivering.¿. The procedure was completed with no reported delay. Follow-up assessment found no further information was available. There was no report of medical/surgical intervention, or extended hospitalization for the patient, and no indication of a malfunction of the as-ifs1 device. This report is being raised due to the reported injury of post-operative hypothermia.

Manufacturer narrative:
Update: response to FDA request for justification and CAPA number: during an internal audit, at our japan office, it was identified that some incidents were inadvertently not captured within our complaint system and thereby not evaluated for reportability to the FDA within the 30-day submission deadline. As a result, conmed has opened and completed CAPA-2024-15 to investigate, determine the root cause and complete appropriate corrective actions. Manufacturer narrative:the device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 12 reports, regarding 12 devices, for this device family and failure mode. During this same time frame 1,258,192 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00001. Per the instructions for use, the user is advised that the gas flow can lead to a lowering of the patient¿s body temperature during insufflation. Hypothermia during insufflation can cause heart and cardiovascular problems. To reduce this risk, minimize high gas flows due to large leaks, the use of cold irrigation and infusion solutions. Always monitor the patient¿s body temperature during the entire surgical procedure. The insufflation gas flow usually drops significantly after the target pressure has been reached and it is then only required to maintain the abdominal pressure. However, leaks within the abdomen or the instrument can lead to a constant gas flow of above 1 l/min. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 110v device was being used on (B)(6) 2024 ¿in robot-assisted total hysterectomy, but it was reported that postoperative hypothermia was observed. When the patient returned to the ward, the patient experienced shivering.¿. The procedure was completed with no reported delay. Follow-up assessment found no further information was available. There was no report of medical/surgical intervention, or extended hospitalization for the patient, and no indication of a malfunction of the as-ifs1 device. This report is being raised due to the reported injury of post-operative hypothermia.